Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula crimped event on (B)(6) 2024. Event occurred within 3 hours of insertion. The insertion site was at abdomen. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction bolus via pump for the treatment. Patient was found positive for ketones level. Patient changed soft cannula infusion set only and resumed insulin. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.